Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside u.s like products reporting. This initial and final emdr is being submitted to FDA for outside u.s like products reporting. The device was not returned to the manufacturer; therefore, the product investigation consisted of a review of the manufacturing records. The results are listed below: review of the production records showed no irregularities or abnormities during its manufacturing and/or inspection processes. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Patient was explanted. Once implanted did not unfold easily and does not have an adequate position in the bag and starts to "plunge deeper". Dr. Could catch the iol, enlarge the incision, cut the iol and explant it. What happened? Capsular bag explosion, anterior capsula rupture op to the posterior capsula, patient eye is not well dilated -iol explantation, anterior vitrectomy and new surgery with artisan iol fixed.